Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device was programmed to infuse at 75ml/hr however when the clinician returned the bag was unexpectedly empty. There was no report of harm.